Event description:
Metallosis, catastrophic hip joint failure, soft tissue damage, metal ions in blood all due to metal on metal hip implants. On (B)(6) 2004, left side hip replacement using biomet m2a implant. On (B)(6) 2005, right side hip replacement using biomet m2a implant. Patient experienced pain and muscle spasms eventually resulting in hip fluid aspiration and contrast dye image on (B)(6) 2009. Fluid was "dirty", implant appeared stable, infection culture negative. In response to (B)(6) article, patient requested gp to run blood ion levels and sample was drawn (B)(6) 2011. High metal levels were confirmed. Right side hip was revised on (B)(6) 2011. Massive pseudo-tumor was encountered with extensive soft tissue removal and reconstructive surgery. Recovery is ongoing and revision of left side hip is still pending.